Event description:
Reportable based on device analysis completed on 11 jul 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; however, an image issue was encountered. The procedure was completed using another device of the same type. No patient complications were reported. However, device analysis revealed that the imaging window was torn.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. No damage or failures were observed on the catheter code pcba (ccp) board assembly or on the hub connector pins. Microscope inspection revealed that the imaging window was damaged (torn), and there were wrinkles around the heat shrink tubing of the drive cable. The guidewire exit port, and the distal section of the tip were in good condition. Functional inspection showed that the catheter was properly recognized by the imaging system when plugged into the mdu, with no connection issues or errors detected during testing. A test guidewire was inserted, and no resistance was noted while tracking the guidewire through the catheter. However, it was observed that the catheter could not be flushed normally when the telescope was fully retracted or fully advanced; only a few drops came out, and a leak was present in the imaging window.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. No damages or failures were observed on the catheter code pcba (ccp) board assembly or on the hub connector pins. Microscope inspection confirmed that the guidewire exit port and the distal section of the tip were in good condition. However, wrinkles were observed around the heat-shrink tubing of the drive cable, and the imaging window was found to be damaged (torn). Functional inspection showed that the catheter was properly recognized by the imaging system when plugged into the mdu, with no connection issues or errors detected during testing. A test guidewire was inserted, and no resistance was noted while tracking the guidewire through the catheter. However, it was observed that the catheter could not be flushed normally when the telescope was fully retracted or fully advanced; only a few drops came out, and a leak was present in the imaging window. Impedance testing revealed no issues.

Event description:
Reportable based on device analysis completed on 11 jul 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in a moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; however, an image issue was encountered. The procedure was completed using another device of the same type. No patient complications were reported. However, device analysis revealed that the imaging window was torn.